Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as 2134265-2008-01925. It was reported that during a carotid artery stenting treatment procedure, the pt experienced worsening hypertension, intermittent tachycardia and intermittent tachypnea. The lesion being treated was a 5.5mm, 95% stenosed, 16mm long portion of the distal right internal carotid artery. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. During the procedure, the pt experienced worsening hypertension. The event was resolved without residual effects. In the opinion of the physician the relationship of the event to the filterwire and the nextstent is probable. The pt also experienced intermittent tachypnea and intermittent tachycardia. These adverse events were resolved without residual effects. It was also reported that nexstent carotid stent was delivered successfully; however, it was not deployed at the intended location. The site reported the distal catheter tip snagged the distal end of the stent & pulled it into the common carotid. As a result, a 710 taper by 40mm acculink stent was placed across the stenosis into the common carotid & post deployed with a 4.5 by a 20mm sterling monorail. The procedure was completed and following post-dilatation, there was 30% residual stenosis. Nih stroke scale performed the next day was 0. The pt was discharged the next day. No serious injury was reported.